Event description:
It was reported that the stardrive stripped. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The DHR was reviewed and no issues that would have resulted in this complaint were found. Investigation under consultation of the manufacturing and material documentation has shown that the enclosed screwdrivers have been manufactured according to specification. The breakage surfaces are homogenous, which supports the conformity of materials. Therefore we rule out a manufacturing error. Unfortunately the exact cause of this damage cannot be determined. A product defect could not be established.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)